Event description:
The pump contained morphine hydrochloride 20 mg/ml, sodium metabisulfite 0.5 mg/ml, nacl(saline) and sterile water.

Manufacturer narrative:
Conclusion code is no longer applicable for this event.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (unknown dose and concentration) via an implantable pump. The pump alarm sounded and a motor stall was confirmed to have occurred and not recovered. It was unknown as to what may have led/contributed to the stall. Diagnostics/troubleshooting performed included interrogation and pump update but this did not restart the motor. The patient did not report any increased pain. The pump was explanted, replaced and would be returned to the manufacturer. It was noted that the issue was resolved at the time of this report and patient status was alive - no injury.

Manufacturer narrative:
Analysis confirmed gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. Evaluation conclusion code no longer applies.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.